Event description:
On march 21, 2006, our technical staff called the customer's biomedical engineers, to discuss a shipment of pumps they had previously returned, to clarify the problem they had observed. During this discussion, it became clear that they had been testing the pumps prior to putting them into service in the hosp and found that the alarms were malfunctioning. This discussion confirmed an on-going internal investigation that had been initiated. Please note that there have been no notices of this malfunction reported to us and there have been no actual or potential injuries related to these products previously reported. Based on this info and the potential of pt risk, excelsior is initiating a product recall as of 3/22/06 and has discontinued further sales of this product.